Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error while he was trying to bolus. He didn't know his blood glucose level. He stated he noticed the device was frozen and it wouldn't respond to any of the button presses. He removed the battery, reinserted it, and it alarmed failed battery test. When he inserted a new battery that is when the button error alarm occurred. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
No frozen screen was noted. The pump was received with a button error alarm and had an unresponsive act button due to corroded keypad traces. Unable to perform the operating currents test or verify the failed battery test due to unresponsive buttons. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.